Event description:
The device was used during a gastric exclusion procedure. The staples did not form properly. The surgeon used another instrument to complete the procedure. No pt injury was reported.